Manufacturer narrative:
(B)(4). Retain samples were evaluated. Visual and functional examinations revealed no defects and samples met requirements and specifications.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. After fifteen days of the procedure, the patient experienced infection. Additional information has been requested.